Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Upon functional testing, it was found that the system the ups mccb got tripped and m cabinet l2 mccb fuse burst to resolve the issue, the fse replaced the fuse. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the movements of the allura device were unavailable and the device would not produce x-rays. The device was inside clinical use at the time of the event. No harm was reported. A philips engineer visited the site and identified that a relay would not close due to an issue with the uninterruptable power supply (ups). The fse adjusted the ups connections and the device was returned to expected functionality.